Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('I got the "profanity" out of me just over 2 weeks ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('didn't see any light past the pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included neoplasm malignant and gravida. Concurrent conditions included anxiety attack. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("I had a full on anxiety attack because I walked into the theatre") and scar ("scar tissue to develop in thru the coils"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the anxiety and scar outcome was unknown. The reporter considered anxiety, pelvic pain and scar to be related to essure. Most recent follow-up information incorporated above includes: on 23-apr-2020: non-significant coding request amendment: the report was also amended for the following reason: the country of incidence for this patient was identified as australia upon review of social media received on 23-mar-2020. Therefore, the case us-bayer-2018-123050 (legacy device report num 2951250-2018-02893) was deleted and all information was transferred to this current case. New reporters added, medical history provided; event I got the shit out of me just over 2 weeks ago was updated to pelvic pain; new events anxiety and scar added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('didn't see any light past the pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (stage 2 cancer cells, operated twice) and gravida. Concurrent conditions included anxiety attack. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("I had a full on anxiety attack because I walked into the theatre") and uterine disorder ("my uterus was rotten"). The patient was treated with surgery (total hysterectomy, salpingectomy). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the anxiety and uterine disorder outcome was unknown. The reporter considered anxiety, pelvic pain and uterine disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('didn't see any light past the pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (stage 2 cancer cells, operated twice) and gravida. Concurrent conditions included anxiety attack. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("I had a full on anxiety attack because I walked into the theatre") and uterine disorder ("my uterus was rotten"). The patient was treated with surgery (total hysterectomy, salpingectomy). Essure (ess205) was removed in february 2016. At the time of the report, the pelvic pain had resolved and the anxiety and uterine disorder outcome was unknown. The reporter considered anxiety, pelvic pain and uterine disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Duration of use (15 years) and date of removal ((B)(6) 2016) added. Event "uterus rotten" added, event "scar" deleted. Model was updated to ess205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.